Event description:
This is the second report of two from the same facility. Dr. (B)(6) reported that a patient had an initial swelling post radiesse injection in the nasolabial fold that developed into infection. The patient was treated with oral cipro, doxycyclene and acyclovir; doses, frequency and duration were not reported. Dr. (B)(6) stated that he added 0.2 cc of 1% lidocaine to the media prior to injection. On (B)(6) 2011, during consultation, dr. (B)(6) stated he did not notice blanching or anything unusual post-treatment. Within 24-hours, the patient developed swelling, pain and redness followed by pustules. He initiated medications as listed above and obtained a culture which came back negative. Since the culture was negative, differential diagnosis were reviewed, such as a herpetic outbreak and intravascular compromise to the aa. The lesions disappeared within 48 hours of being on the antibiotics and dr. (B)(6) dismissed necrosis as a diagnosis. Despite an attempt to obtain patient's recovery status and final diagnosis, no additional information was provided.

Manufacturer narrative:
The device history records for lot 1026489 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted. Additional lot used: 8071m0k1, lot 1026193, manufacture date 05/2011, expiration date 05/2013. The device history records for lot 1026193 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.